Manufacturer narrative:
(B)(4). Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited an unspecified malfunction. The right ventricular lead was capped on (B)(6) 2019. There were no consequences to the patient.

Event description:
New information received noted that the right ventricular lead was capped and replaced during the revision procedure on (B)(6) 2019 due to high capture threshold.

Manufacturer narrative:
Additional information: per analysis update. The damage found was sustained during the surgical procedure. The lead was otherwise normal.